Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion, however, "the line was completely clear of an occlusion". This occurred during patient infusion of an unspecified dose of avycaz in the patients room. It was further reported, following the downstream occlusion, the registered nurse turned off the pump; the patient remained connected. When the device was powered back on, the registered nurse "noticed the medication bag was empty. There was no leak on the floor and the nurse believed the line was clamped when the device was powered off. It is unclear where the medication went". There was no patient injury or medical intervention associated with this event. No additional information is available.